Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. D4: batch # u5f876. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The damage to the actuator post has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a vats lobectomy, the device could not be fired at the 6th firing. It was not locked out, but the device did not function although the trigger was pulled. Another device and cartridge were used to complete the case. When the sales rep received and checked the device, it was found that the clatter sound was heard inside, and a yellow component was seen through the gap in the firing knob so it was removed. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2021. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.